Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2025, the patient was in the state of being disconnected from the tracheal tube. After the patient underwent the off-tube training using the "one-time wet heat exchanger/filter" along with the oxygen tube, the patient's blood oxygen saturation dropped to 87%. Then, the "one-time wet heat exchanger/filter" was removed, and the oxygen tube was directly placed at the tracheal tube site. Immediately, the patient's blood oxygen saturation returned to and remained at the normal level."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, the patient was in the state of being disconnected from the tracheal tube. After the patient underwent the off-tube training using the "one-time wet heat exchanger/filter" along with the oxygen tube, the patient's blood oxygen saturation dropped to 87%. Then, the "one-time wet heat exchanger/filter" was removed, and the oxygen tube was directly placed at the tracheal tube site. Immediately, the patient's blood oxygen saturation returned to and remained at the normal level."